Event description:
It was reported to philips that the system hung up. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the hard disk drive and restored the ghost software. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was used during coronary diagnostic procedure and the procedure was completed as planned. The field service engineer (fse) inspected the system onsite and confirmed that the system hung up. Upon functional testing, philips engineer replaced the hard disk and restored ghost software. Later on, 11th june 2023 the issue reoccurred and the fse replaced single board computer. After which the system was returned to good working order. The codes were updated based on the investigation outcome.